Event description:
Patient presented for a left ureteral stent removal via cystoscopy in the office. While attempting to grasp stent with alligator grasper the bottom prong broke off. A new grasper was used and the stent was removed. The patient would not allow another cystoscopy due to pain.